Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including subsequent surgical intervention, permanent injury, hernia recurrence and disfigurement; however, no details have been provided. The instructions-for-use supplied with the device lists pain and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that, on (B)(6) 2018, the plaintiff had an unspecified bard/davol medium light perfix plug and patch surgically implanted to repair an inguinal hernia. Approximately three to four months later, the product failed and the hernia reoccurred. On (B)(6) 2019, plaintiff underwent a second repair surgery with the same product, soon after which the product failed again and the hernia reoccurred. It is alleged that the product failed to perform in the manner reasonably expected in light of its nature and intended function. It is alleged that the plaintiff has and will in the future suffer pain, disability and disfigurement. It is also alleged that the device was defective.